Manufacturer narrative:
This issue does not meet reportability criteria, however, it is being reported to FDA as the complaint was received via a FDA investigator. At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. Complete. The date of the event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received notification via a (B)(4) FDA investigator which reported the following information: the FDA investigator is evaluating a complaint from a consumer which reported unspecified "accuracy of reading" with the adc freestyle libre system no further information was reported. The investigator did not report the customer had an adverse event or third-party treatment due to the reported product issues. Therefore, based on the information provided, there was no report of serious injury associated with this event.